Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the part of the subject device was broken at the distal part and the cup could not be operated. The part was bent at the broken point and the distal end of the subject device was deformed. There was no abnormality in the manufacturing record of the subject device. Omsc concluded that the excessive force cause the phenomenon. The excessive force was likely added to the subject device during insertion of the subject device into the scope channel while the elevator was operated to the up position. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that during an esophago gastro duodenoscopy, the facility tried to collect a tissue using the subject device, however the distal end of the subject device broke and the facility could not close the cups of the subject device. The facility reportedly abandoned the procedure and could withdraw the subject device with the duodenoscope, however the mucosa of the esophagus wall was injured. It was reported that facility treated the injured wall with seven pieces of clips to prevent bleeding. The patient was reportedly doing fine after the event.